Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from re-occurring infection at the implant site, which led to an extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Re-implantation is considered.

Event description:
The user has already experience 2 infections in 2023 and now the user experienced a recurrence of infection and wound opening at the implant site. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has already experience 2 infections in 2023 and now the user experienced a recurrence of infection and wound opening at the implant site.